Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to patient injury. Device issue: shaft separation. It was reported that while trying to deploy a 3.5x18 mm promus rx into a branch of the circumflex artery, distal to the bifurcation, the shaft of the catheter bent in half and broke. The location of the break was proximal to the tip; about 5" from the insertion point. The separated shaft was removed without any medical intervention. The doctor had a difficult time crossing the lesion, due to a calcified and tortuous anatomy, and was pushing hard on the shaft. The case was successfully completed using a 3.0 x 15 mm promus rx. Prior to stenting, an intravascular ultra sound (ivus) was performed successfully and predilatation was not performed. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.